Event description:
It was reported that during a da vinci-assisted left lower lobectomy surgical procedure, the white reload stapled over a clip causing bleeding and requiring intervention. The surgeon was using a sureform 45 curved-tip stapler instrument with a white reload. The surgeon had successfully taken prior targeted lung vessels with the stapler and was attempting to take a vein with a white reload. During the firing sequence the stapler did stop for compression and the surgeon did not notice a clip that was attached to the pulmonary artery (pa) got caught within the reload during firing. The clip became stuck to the reload and the staple line did not fully form against the vein, causing bleeding. The surgeon did not remove the stapler as it was stuck due to the clip, laparotomy pads were applied robotically to apply pressure to the bleeding of the pa. The procedure was converted to open thoracotomy due to bleeding. Two universal surgical manipulators (usm) were undocked and then a larger incision was made, then the surgeon was able to control the bleeding. The stapler was then removed without any issue once the surgeon got control of the bleeding. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and additional information was obtained: the surgeon did not remove the stapler and white reload, the procedure was converted to open, a left rib was cut, and the surgeon over-sutured the injury in the pa. An additional surgeon also assisted in the repair. Once the pa was sutured, the surgeon was able to safely remove the sureform 45 curved tip stapler, then continued to suture to ensure no additional bleeding would occur. The patient received 4 units of blood products prior to the conversion to open. Patient's current status and blood loss was unknown.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the device for failure analysis evaluation. A review of the provided image was performed by an isi clinical development engineer. The following additional information was provided: from the image it can be confirmed there is a clip on-top of the white reload, and it appears to have a partial staple through it. Data on the first 7 installs of the procedure were not available. Logs for the procedure showed the sureform 45 curved-tip stapler fired 5 reloads during the procedure. Reload colors were 3 white, and 2 blue, however the order of firing cannot be confirmed. Logs showed one error 282, indicating that the instrument universal surgical manipulator (usm) 2 was not detected. It cannot be confirmed if the error is related to the stapler or not.